Manufacturer narrative:
Date is approximate .

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient sometimes went every 2 hours and then when they laid down at night, it was like every 3 hours, but they were still having an urge. They stated it was emptying the bladder a lot more each time than when they really had to go so that was more regular. Patient stated they were implanted for urinary urgency and stated that it was helping at least 50%, but when they had to go they needed to get to the bathroom quickly or they would have incontinence or leakage. Patient reported that when the urge came sometimes they had to hold themselves so they didn't have a leakage and then by the time they got their pants down, they would have leakage. Patient still experienced some urgency, but thought the system was helping 50% and the patient had been getting better sleep due to this. It was reported that the patient thought this was a sudden change in symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient as after surgery of device in, they should sleep sometimes 5 hours without going to bathroom. Patient's weight was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that the cause was not known. No further information reported.